Manufacturer narrative:
Reseated pcb board.

Event description:
The customer reported the ventilator was alarming due to a pressure sensors failure. The customer reported the device was not in use therefore there was no patient involvement or harm. As reported, pressure sensor failures during normal ventilation use may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers field service engineer (fse) was able to duplicate the complaint. During evaluation, the fse observed the motor controller pcb board was not seated and the data acquisition cable was damaged. The fse reported it appeared that the ventilator had fallen over. The fse reseated the motor controller pcb board and replaced the data acquisition pcb to motor controller pcb cable to address the findings. Performance verification testing was completed and passed.